Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device remains in the patient. The lot number was provided. Review of the lot history record is forthcoming. A follow-up will be submitted with any relevant information.

Event description:
Study report. Device malfunction: none. Symptoms/ae: hypotension. Time of symptoms: after procedure. It was reported that one day post an uneventful right common carotis artery stenting procedure, the patient was rehospitalized complaining of "legs feeling rubbery". The patient has residual left sided weakness from a previous stroke, but no new neurological deficit was determined on exams. There was evidence of a drop in systolic blood pressure anywhere from 20-30 points when she stood up upon examination. It was the neurologist's impression that she was likely having vertebrobasilar attacks due to postural hypotension. Discharge date unknown, but source documents revealed the patient was hospitalized for over 4 days. Though requested, no additional information was available.